Event description:
The user had a glucose result for one pt sample that did not repeat. The initial result was 107 mg per dl and was questioned by the user because it failed a delta check. The user stated, the pt is a diabetic and the pt's previous glucose result was over 400 mg per dl. He repeated the sample on the integra 800 and got 66 mg per dl, then repeated the sample on the original c501 and got 64 mg per dl. The result of 107 mg per dl was not reported.

Manufacturer narrative:
The field service representative could not determine a cause and could not reproduce the problem. He checked the system operation and no abnormalities were found. To verify the analyzer performance, a check test assay precision, qc and a sample precision were performed.